Manufacturer narrative:
Additional information: d6b added.

Event description:
A 68-year-old male underwent a percutaneous coronary intervention (pci) for acute myocardial infarction complicated by cardiogenic shock. An impella cp was placed post-pci for hemodynamic support. During cvicu assessment, a hematoma was observed at the right femoral access site used for impella insertion. The physician outlined the hematoma and applied light pressure; no active bleeding was noted. The patient remains on impella support with ongoing monitoring. This event is a known complication of large-bore femoral access required for impella placement. The device functioned as intended. Hematoma formation may result from vessel trauma, anticoagulation, or post-procedural factors.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: asae/ hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.